Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the sftwr 960-152 media io (unknown serial/lot #) found insufficient information. At least three documented attempts have been made to retrieve exams with no additional information made available. This case may be re-opened if additional information is received. Analysis of the software 9735585 stealth station cranial (unknown serial/lot #)) found no failure. Image not to protocol per (B)(4). Product event summary #s7 unable to load images if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a site biomed called in to report the site seeing an error for non-contiguous slices when trying to load exams. Exams were loading ok on fusion system. It was later updated that the exams were reviewed and there was inconsistent spacing between slices. No further issues were experienced by the site after the protocol was sent to four different imaging centers. No patient present.